Event description:
Customer reported her adc lancing device would not penetrate during a blood glucose test attempt. Customer further reported that on (B)(6) 2015 she experienced blurry vision, nervousness, polydipsia, and nausea. Customer self-presented to the emergency room of a local hospital and due to it being too busy, she decided to return the next day. The next day, (B)(6) 2015, the customer revisited the emergency room and was reportedly administered an injection of 10 units of insulin and oral glipizide, and was advised to follow up with her primary physician. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported lancing device was returned and investigated. Investigation of the returned lancing device (lot 12h3) found it to be physically altered. The cocking mechanism was found to be in the wrong orientation, which was preventing the lancing device from being able to arm and fire appropriately. Each lancing device from the manufacturer is 100% visually inspected for anomalies and functionally tested 20 times prior to release. Therefore, it is not possible the lancing device was released in this condition. In order for the cocking mechanism to be in the wrong orientation, it had to be physically rotated by the user while trying to arm the device. A review of the insert provided with the lancing device showed there is adequate information on how to use the device. The complaint is not confirmed. Note: the device manufacturer date for the reported lancing device is unknown. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
This serves as a correction report. (B)(4) correct brand name is easy touch lancing device. Section d1 has been updated as required.